Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a presyncopal patient presented in the emergency room. The right ventricular lead exhibited over sensing resulting in pacing inhibition. The lead was capped and replaced. The patient was well after the procedure.